Event description:
Customer reported that after checking the tip of catheter during thrombectomy, the tip was found to be detached and dropped inside of the balloon.

Event description:
A customer contacted baxter's technical service center to report receiving a potential increased intra peritoneal volume (iipv) with the homechoice (hc) machine. The nurse states she is trying to find out how the home patient (hp) became overfilled. The nurse states hp's fill volume and last fill volume is 2000ml. Hp had felt overfilled at the end of therapy. Hp did a manual exchange and was able to drain out approximately 3400ml. The nurse states hp did bypass twice during therapy, once with the help of a technical service representative (tsr) from baxter for the initial drain. Product surveillance contacted the nurse in 2009. According to the nurse the patient declined bypassing 2 times. The patient stated she bypassed 1 time with the help of a tsr, however, log showed 2 bypasses. The nurse does not know if the bypasses may have caused the overfill. The patient's largest prescribed fill volume is 2l. The patient received a new device and has continued therapy with no patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary:the product analysis lab (pal) evaluated the device for the reported difficulty of increased intra-peritoneal volume (iipv). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported iipv. The iipv was not confirmed in the logs and not duplicated during the pal evaluation. Drains that are performed off cycle are not recorded in the logs or reproducible in the pal. The most probable cause was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold and insufficient drain, use error because drain was bypassed. The device will be routed to the service area.the initial medwatch was submitted prior to receiving the results of evaluation. Based on the results of evaluation, this event is no longer a reportable malfunction.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.